Event description:
A distributor complaint was reported involving a malfunction with a pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty. The customer was instructed on putting the pump into storage mode and agreed to return it using a pre-paid label within 10 days. The customer will use an alternate form of insulin therapy, specifically multiple daily injections, until the replacement is received.